Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Manufacturing site evaluation: samples received: no samples received. Analysis and results: there are previous complaints of the same reference-batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. The picture received shows two boxes which contain only the histoacryl flexible pouches, no tips are in the box. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Tips are packed manually into the boxes. It is assumed a human mistake in the packaging process and a unknown number of boxes were released into the market without the tips. The assembly process has been improved, so that the incidence forgetting the tips has been further reduced. Final conclusion: complaint is justified. The products of the picture received have been re-labeled. Take note that the risk of accidentally removing the tips from the box is higher. Taking into account that there are previous complaints of the same reference-batch regarding the same issue, it is determined that the complaint is justified. Actions on product: based on the conclusion derived from investigation, this code/batch will be replaced to the customer or a refund. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future. Evaluation performed, sample not returned.

Event description:
Country of complaint: (B)(6). Incomplete product, missing the adapters for use of the product. Histoacryl tips missing in the box.